Event description:
Customer posted in saalt's (B)(6) group noting their esr rates were very high and their doctor noted they may have an infection. The customer noted they have had very severe period pain since they started their period when they were 12 years old. They started using their saalt cup last year and have not has as much pain, but she recently started to not feel well. She is not sure if the infection is related to the cup. The customer then emailed saalt and saalt asked some questions about the customer's experience. Customer said they were using the saalt soft small in mist grey. She said she had gone to doctors in the past that told her she doesn't have endometriosis so that isn't the cause of her pain. She said she uses the saalt wash to clean her cup during her period, and then boils water and puts it in a mug with her cup to sanitize it. She has recently purchased a pot with a whisk to boil her cup in. She got antibiotics from her medical provider to treat the infection, but was never given a formal diagnosis to determine if it was related to using the cup. She is now using disposable pads for her period.